Event description:
It was reported that a patient presented to the emergency room with discomfort. Device interrogation revealed no capture on the right ventricular (rv) lead. Chest x-ray was performed and revealed atrial and rv lead dislodgement due to twiddlers. The physician elected to explant and replace the atrial and rv leads. The patient was stable before, during and after procedure.